Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade. Interrogation revealed high, out of range bipolar impedance and possible outer coil fracture on the atrial lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable.